Event description:
Procedure: lobectomy. According to the reporter:the surgeon fired the instrument across the bronchus. A leak test was performed. No leak was detected. No reinforcement material had been used on the reload. The bronchial stump subsequently fell apart post operatively at the staple line requiring reoperation. No reinforcement material was used. No additional information could be obtained.

Manufacturer narrative:
(B)(4)